Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user was using instrument to move anvil inside patient to position in bowel. User experienced difficulty and then instrument seemed to break and not function any longer. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the metal wrist of the instrument was out of alignment as it was being used to insert/grasp anvil from circular stapler. No piece was broken off completely/detached/missing from the distal end.